Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening of the acetabular component. No further information has been provided.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening of the acetabular component.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(4) and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-03510 / 03511).